Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered two 25 unit boluses without customer input. Blood glucose level was 185 mg/dl. Review of the pump data logs verified that the pump screen had been unlocked by the customer prior to the manual entry of both 25 unit boluses. The contact acknowledged that the customer manually unlocked the pump and manually entered both boluses in error. Reportedly, the customer had reverted to manual injections for insulin therapy.